Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. This report is being filed on an international device, model zct800; tecnis acrylic iol, that has a similar device, tecnis acrylic iol model zct600 which is distributed in the united states under PMA (B)(4). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens zct800 +5.0 diopter was implanted in the patient's left eye on (B)(6) 2017. One week after surgery poor vision was noticed. Reportedly, on (B)(6) 2018 the lens was explanted and a lens model zct225 +5.0 diopter was implanted as a replacement. No incision enlargement and no vitrectomy was performed. The patient was reported doing good when discharged. Visual acuity post-op (post-initial implant) was 20/70. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.